Event description:
It was reported that the cardiac index was 3. 5 to 4.2 all night long. At 07:45 cardiac index increased to 7.2 when no intervention had been done. All other vital signs were normal. A manual cardiac index was 3.2 and the continuous cardiac index had dropped to 5.1. The monitor was turned off and then back on again. No patient complications were reported.

Manufacturer narrative:
Device not returned.